Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during laparoscopic low anterior resection, the circular stapler did not staple or cut correctly. As a result the anastamosis was redone. New stapler opened and re-anastomosis performed. Some hand suturing was required. No leak during leak test. Surgery was delayed 60 minutes. Additional information was provided that during firing, an audible confirmation of the washer breaking was not heard. The stapler did not complete a firing sequence, there were no donuts formed. Staple formation was not complete. The stapler had to be removed from the patient tissues by being cut out. To date, the patient is doing well and was discharged a few days after surgery.

Manufacturer narrative:
(B)(4). Batch # r5ag8e. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.